Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Nurse caregiver reported that a routine hemodialysis treatment was initiated at a blood flow rate of 600 ml/min. The nurse stepped away for a moment at the initiation of treatment and returned to find blood leaking from the cartridge post filter venous port. The line was clamped and treatment discontinued with rinseback of the remainder of the pt's blood in the cartridge. Blood loss was initially estimated at approx 200cc then later revised to an estimated 500cc. A 100mg of venofer and 300ug of aranest were administered in 2006, as a result of the blood loss.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. The venous post filter port is used to remove air during cartridge priming. Device labeling includes instructions for venting air from the port and states to clamp securely and tighten cap when completed. Facility staff reported that the nurse operator most likely did not clamp the line correctly after priming. Device labeling also warns that the "cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, venous access disconnection or other potential causes. Always tighten and recheck pt vascular access and all fluid lines, connections, caps and clamps. Visually inspect the system periodically for evidence of leaks." Cartridge was requested to be saved for return to nxstage, however, follow-up indicated that cartridge was discarded. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.